Event description:
The customer reported a clear leak of less than 5 cc's beneath the laser of the unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and face protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found disconnected tubing at ports 4 and 5 on the flowcell. The fse refitted the tubing onto ports 4 and 5 to resolve the leak and bleached the lines at ports 5 and 6 from flowcell to differential waste chamber. Instrument was verified per established procedures and results met published specifications. Failure mode is attributed to a disconnected tubing at the flowcell. (B)(4).